Event description:
A cgm error 42 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump, which resolved the issue, and no further information was provided.